Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement. The physician will be bringing the patient in for a device check. There were no adverse patient effects reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The proximal segment of the lead was returned, severed 17 centimeters from the is-1 pin. The returned segment of the lead passed continuity testing indicating that no fractured occurred. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.